Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology, leading to an explant procedure. Approximately six months later, the patient had a new ipp implanted. No additional patient complications were reported.